Manufacturer narrative:
On (B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Toothbrush head [...] Came off - oral-b [device breakage]. Came loose - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head came off after using. No injury was reported. On 03-sep-2024 follow-up via e-mail: the oral-b toothbrush head came loose after using. No injury was reported. On 04-sep-2024 follow-up via e-mail: the product was used to brush teeth. No injury was reported. On 10-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head [...] Came off - oral-b [device breakage] came loose - oral-b [device connection issue] case narrative: consumer via e-mail reported that the oral-b toothbrush head came off after using. No injury was reported. 03-sep-2024 follow-up via e-mail: the oral-b toothbrush head came loose after using. No injury was reported. 04-sep-2024 follow-up via e-mail: the product was used to brush teeth. No injury was reported.